Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation was not able to replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. Grip force test passed with a value 4.611. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots missing. A review of the master supervisory controller (msc) log shows no errors. The synchroseal instrument was then transferred to the engineering team for further investigation. Advanced failure analysis (afa) investigation was completed on 16-may-2023 by an advanced failure analysis engineer (afae) and the following information was obtained: the initial failure analysis findings were confirmed. The instrument passed recognition, engagement, intuitive motion, continuity, energy delivery and other tests performed in failure analysis. No thermal damage was observed on the cut electrode. A review of the e-100 logs for this instrument shows 11 seal events, all of which were completed with no errors. Additionally, 55 transection events were recorded, two of which show a "seal electrodes shorted" error. The first of those two occurred within 50 seconds of the last completed sealing event. The two errors were recorded approximately two minutes apart, and the logs showed a sealing event completed a few seconds after the second "seal electrodes shorted" error. A likely cause of the shorting could be a possible contact with the metallic components of instruments being used in the same procedure. However, failure analysis was unable to determine the exact root cause, since there was no thermal damage found on the electrode. The complaint regarding synchroseal with no energy when attempting to seal was confirmed based on system error logs and the advanced failure analysis, which indicated that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting a synchroseal instrument sealing issue, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: it was alleged that during a da vinci-assisted nephrectomy surgical procedure, the surgeon had multiple issues when he tried to seal tissue with a synchroseal instrument. The synchroseal instrument reportedly did not sufficiently complete a seal in synch mode and the instrument may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the surgeon had multiple issues when he tried to seal tissue with a synchroseal instrument. The procedure was completed as planned with no reported injury. On (B)(6)2023, intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information: the synchroseal instrument was inspected prior to use with no damage found. The instrument was used and did not cut without sealing. There was no energy when attempting to seal. There was no arcing. The issue first occurred after an hour of use. There were no errors. The target tissue was peri-nephric fat & fascia. No tissue effect was observed during the sealing cycle. There was no unexpected additional bleeding. The surgeon believed the issue was due to a loss of energy. The instrument has been returned to intuitive and there is no images or video of the procedure available.